Event description:
It was reported that base part of the fiber broke during a procedure. The procedure was completed with another of same device. It was noted that the issue may have been related to technique used. No patient complications were reported.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, MFR contact first and last name, MFR email address.

Event description:
It was reported that base part of the fiber broke during a procedure. The procedure was completed with another of same device. It was noted that the issue may have been related to technique used. No patient complications were reported.